Manufacturer narrative:
Initial reporter phone number: (B)(6). Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-01265. It was reported the patient experienced ineffective stimulation due to lead migration. X-ray confirmed the migration. Surgical intervention took place wherein the l5 lead was replaced and the s1 lead was repositioned to address the issue.

Manufacturer narrative:
The patient experienced ineffective stimulation due to lead migration. X-ray confirmed the migration. Surgical intervention took place wherein the l5 lead was replaced and the s1 lead was repositioned to address the issue. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.